Event description:
Disrupt af regsitry: (B)(4). It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced an embolism. And the procedure pressure was applied to the access site to stop the bleeding. The patient subsequently developed an embolism. No treatment information was reported but the patient was hospitalized for the complication. The sheath was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.